Manufacturer narrative:
Suspect medical device; corrected data; supplemental MDR #2 inadvertently omitted information that was known prior to submission.

Event description:
Product analysis was approved for the lead and confirmed a break in the lead coil which was found to be due to a stress induced fracture. Pitting was found on the surface of a broken coil strand. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Dried remnants of what appeared to have once been body fluids were found inside the outer silicone tubing which most likely entered through an abraded opening found on the outer silicone tubing. No other obvious anomalies were noted. A large portion of the lead assembly including the electrode array section was not returned for analysis, and an evaluation and resulting commentary cannot be made on that portion of the lead. No additional or relevant information has been received to date.

Event description:
It was reported through clinic notes dated (B)(6) 2016 that a patient had experienced high lead impedance. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that, during the replacement surgery, high lead impedance was observed twice with a newly implanted generator. The leads pins were reinserted to ensure complete insertion, but two subsequent system diagnostics resulted in high impedance. This is expected behavior if a lead fracture is present. The lead was then replaced. The explanted lead has been received. Analysis is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
Information was received that the patient is now experiencing an increase in seizures, and it was indicated that the device has been disabled. The patient has been referred for vns replacement surgery, but no relevant surgery is known to have occurred to date. No additional or relevant information has been received to date.